Event description:
It was reported that the programmer had a broken electrocardiogram connector and that the programmer was unable to get clear electro cardiograms during interrogations. It was further noted that the programmer was no longer needed and did not need to be replaced. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer had a broken electrocardiogram connector and that the programmer was unable to get clear electro cardiograms during interrogations. It was further noted that the programmer was no longer needed and did not need to be replaced. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported phenomenon that the electrocardiogram (ECG) connector was broken and that it produced noise on the ECG as a result. Analysis also found that the keyboard was missing. It was determined that the programmer was no longer needed and would be scrapped. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.